Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the new tip was found broken during the cataract surgery with intraocular lens implant. The procedure was completed after the tip was replaced. There was no report of patient harm.

Manufacturer narrative:
One opened broken phaco tip without a wrench in a rubber chamber and within a bag was received for the report. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the aspiration bypass (ab) hole with a crack in the metal observed. The break was very jagged and the wall thickness was even. There was wear on the threads , back of flange and nut corners that was consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a broken phaco tip in a metal pan, the reported product complaint is confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).